Event description:
It was reported that while using 3 bd alaris pump module smartsite low sorbing infusion set leaked. The following information was provided by the initial reporter: dianhydrogalactitol, primed by pharmacy using 3 smart site low-sorb tubing with bd 0.22 -micron filter, started and stopped the same time due to leak (5 drops) using 3 smart site low-sorb tubing with bd 0.22 -micron filter noted at the first access hub post c-100 connector prior to pump. Blue low sorb tubing was clamped. Pharmacy was made aware. Investigational drug will be remade by pharmacy. Chemo spill cleaned per protocol.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 3 bd alaris pump module smartsite low sorbing infusion set leaked. The following information was provided by the initial reporter: dianhydrogalactitol, primed by pharmacy using 3 smart site low-sorb tubing with bd 0.22 -micron filter, started and stopped the same time due to leak (5 drops) using 3 smart site low-sorb tubing with bd 0.22 -micron filter noted at the first access hub post c-100 connector prior to pump. Blue low sorb tubing was clamped. Pharmacy was made aware. Investigational drug will be remade by pharmacy. Chemo spill cleaned per protocol.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.